Event description:
Related manufacturer reference number: 2017865-2022-38142, related manufacturer reference number: 2017865-2022-38144. It was reported that the patient has deceased on (B)(6) 2022. There is no known allegation from a health care professional that suggests that the death was device related. The primary cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found internal shorts between conductors due to the twisted coils at the cut end of the lead.